Event description:
A report was received stating the ventilator generated a blank display. There was no report of patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A customer service engineer (cse) inspected the device and verified the reported event. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverters and updated the software to the current revision. The device was then found to pass all performed testing according to manufacture specifications.